Event description:
The user facility reported a patient experienced bleeding from the valve of the sheath during a procedure in the femoral artery. Follow-up communication with the user facility confirmed that: the leakage was only noted while the catheter was in place; the procedure was completed successfully; and there was no impact to the patient as a result of the event.

Manufacturer narrative:
Although there was reportedly no impact to the patient & an estimated volume was not available, the event description indicates that some blood loss did occur. Results:evaluation of user facility information & the returned sample; 213 is based on reserve sample evaluation conclusions: based on evaluation of the returned sample; based on reserve sample. Evaluation: the involved device was returned and evaluated. Visual inspection of the sheath did not reveal any defects. Microscopic inspection did reveal the presence of a small anomaly in the valve. Leakage testing was conducted which confirmed no leakage without the dilator in place; however, when the dilator was inserted leakage was noted. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitely determined, the investigation results are consistent with the valve having been damaged as a result of the dilator or another device being forced through the valve off-center from the manufactured slit. The device labeling in the cautions section of the instructions-for-use states, "insert the dilator into the valve center sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.